Event description:
It was reported that this device exhibited a repeatable pattern with an electromagnetic interference (emi) appearance five biventricular paced beats followed by five beats. Two left ventricular (lv) deflections per r wave along with a mix of right ventricular (rv) pacing sensing with clear r waves on the shock channel were observed. There was no asystole observed. Technical services (ts) noted this was too regular in appearance to be lead noise. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.